Event description:
It was reported that on (B)(6) 2013 one xience prime stent was implanted in the moderately tortuous, severely calcified lesion in the mid left anterior descending coronary artery (lad). On (B)(6) 2014 the patient had unstable angina with chest pain. A stent was implanted on (B)(6) 2014 in the proximal lad, within 5 mm of the index lesion. The condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Stenosis and angina are listed in the xience prime, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.